Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm after jogging in the rain with the pump on. Customer reported a blood glucose (bg) level of 161 (mg/dl). Customer temporarily removed pump due to alarm; however, customer was able to resume insulin delivery the following morning.